Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Device location unknown.

Event description:
A patient underwent a bipolar hip revision due to mechanical failure and acetabular protrusio. The femoral head and bipolar acetabular component were removed and replaced with a femoral head, acetabular liner, and acetabular cup to a total hip.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch and to relay corrected information.

Event description:
A patient underwent a bipolar hip revision due to mechanical failure and acetabular protrusion twenty-one days post-implantation. The femoral head and bipolar acetabular component were removed and replaced with a femoral head, acetabular liner, and acetabular cup.